Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she didn¿t feel like her therapy was doing as good as it should. The patient reported that about 3 weeks ago she had turned her therapy off when she was traveling and had to go through airport screening. The patient reported that since she had used her patient programmer to adjust stimulation but it still did not seem to be helping as much as before. It was noted that the patient was not feeling stimulation and the therapy was on. The patient reported that they increased stimulation on program 1 but was still not able to feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.